Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were delayed in appearing in pyxis. A technical support specialist checked the server and confirmed that the information was crossed over correctly. The customer was advised to check with adt and later confirmed that everything was working correctly. The system functioned as intended after troubleshot the device. D4: unique device identifier (UDI) not available

Event description:
It was reported by the customer that a bd pyxis¿ es server patients were delayed in appearing in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.